Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had an audio anomaly. The customer¿s blood glucose level was unknown. Customer also stated that there was no delivery and the insulin pump screen had small scratches. The insulin pump will not be return for analysis.